Manufacturer narrative:
Investigation conclusion: tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with retains. Source: phone.

Event description:
Reported one false positive result for flu on sofia flu+sars. It is unknown whether it was for flu a or flu b. Patient was asymptomatic. No confirmatory testing completed. Multiple attempts were made to contact the customer for more information. The customer was unable to provide further details and clarification.